Event description:
It was reported that the user experienced multiple leaking insulin cartridges at the connector interface and was inserting the connector and cartridge outside of the pump, after which education was provided on the proper insertion of the cartridge and connector. Symptoms included no reported adverse clinical effects and no reported blood glucose impact. Outcomes included replacement of cartridges, connectors, and infusion sets, and user education. Investigation included a review of device use and user technique. Investigation of this case revealed user handling and insertion technique as a likely contributor to leakage. It was concluded that the device function was consistent with design when used as instructed and that user technique likely contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.